Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf (B)(4) (manufacturer). Exemption number: e2014018. Additional procode / 510(k): hgi / k003608.

Event description:
Country of complaint: japan. During the operation for nephrectomy, the jaw became unstable and the surgeon found that the gray ceramic is broken. 2 pieces of broken parts were collected outside of the patient body. X ray was negative for retained pieces. No patient harm reported.